Manufacturer narrative:
Device received with critical pump error and pump error due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor safety circuit failed test. Customer stated unable to check blood glucose value now however, states feels good. The insulin pump will need to be replaced. The insulin pump will be returned for analysis.